Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse discovered a faulty base pump and replaced it. The cse checked the washing and replaced the acid and re-suspend dispense ports, aspirate probe 3, waste pump tubing and rinse block 1. The cause of the discordant, falsely elevated tni-ultra result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s), who questioned it. A second sample obtained from the patient was tested on the same instrument, resulting lower. A third sample was then tested on an advia centaur xp instrument in another laboratory, resulting lower than the initial result and matching with the repeat result of the second sample. The customer then repeated the original sample and the second sample on the original advia centaur cp instrument, and both results matched with the other repeats. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.